Event description:
The account obtained discrepant result when a positive result was obtained using the hcg kit on urine and a result equal to 0.0 miu/ml was obtained on serum testing the same day. The urine was a random sample, it was run twice and both times a strong positive result was noted. The positive result was reported to ER dr who ordered a quantitative test. An ultrasound was performed and "found empty." The account also ran the urine analyzer although its not labeled for that. The result was 575 miu/ml. The reporter believes there may have been a mixed up specimen. Add'l info indicates the pt was not on any medication and pt treatment was not implicated. The samples were mislabeled.